Manufacturer narrative:
The philips service engineer (se) evaluated the ventilator and confirmed the alarm (light-emitting diode) l.e.d. Failure in the event log. The reported problems were traced to a faulty power switch overlay. The s.e. Replaced the power switch overlay to resolve the issue. The device successfully passed all required testing. Following the repair, the device was returned to service. No parts were returned for failure evaluation, but previous investigations have shown led overlay delamination is the cause of the power switch failure.

Event description:
It was reported to philips that the device had an alarm led (light-emitting diode) failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm.